Manufacturer narrative:
Additional info; the device was not moved or re-positioned in the lesion aside from tugging the catheter to try and remove/dislodge the balloon. No difficulties noted during inflation(s)of the device. Deflation difficulties noted after the first inflation. No saline used by the doctor with contrast. The inflated balloon was blocking the vessel until it was removed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the stent was not present on the balloon. Kinks were evident on the transitional shaft and the hypotube. A kink was evident on the distal shaft. Crystallized contrast was visible in the balloon. There was no stretching evident to the balloon bond. It was not possible to inflate the balloon due to the crystallized contrast. The delivery system was placed in the waterbath in order to disperse the crystallized contrast. Upon removal the balloon was inflated to nominal pressure of 9atm with no issues. The balloon was then inflated to rbp of 15atm and then deflated in 12s with no issues noted. No other damage was evident to the remainder of the delivery system. Image review: an photo of the device in a biohazard bag was provided for analysis. The image shows the device coiled. The balloon appears deflated. Two angiographic images were provided for analysis . An image shows a guide catheter at the ostium of the rca and a totally occluded lesion as reported by the account . A contrast image shows the rca. There were no images suggesting deflation difficulties were encountered. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure a resolute integrity rx coronary drug eluting stent was used to treat a mildly tortuous, moderately calcified lesion exhibiting 100% stenosis located in the proximal right coronary artery (rca). The device was inspected with no issues noted. Negative prep was performed without issue. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was reported that the balloon of the device would not deflate at the lesion site. The balloon was finally deflated with difficulty by tugging the guide liner with a little extra force. The patient is reported to be alive with no injury.